Event description:
It was reported that bd alaris smartsite extension set was separated the following information was received by the initial reporter with the following verbatim it was reported by the customer that luer lock attachment on tpn filter extension set broke off on patient side.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported the luer lock broke off, and returned one used sample of material 20027e, lot unknown. Upon initial visual examination, the set verified the complaint of damage, and the luer collar had snapped off the luer post. The luer collar was not broken, just fallen off the rest of the luer. The root cause for the luer collar separation could not be identified. The supplier of the luer component was unable to trace the root cause to the manufacturing process. A device history record review could not be performed because the lot number is unknown.